Event description:
It was reported that the artery was punctured & the catheter was advanced without resistance. As the hub was entirely withdrawn, it was noted that the introducer needle had separated; the needle was lying inside of the flash chamber of the catheter with approximately 1mm exposed. Immediately the needle was removed manually & catheter was left in place. There was no blood return. A second attempt to properly position, the catheter was made by using a separately packaged guidewire. As a result, insertion was aborted. Md noted: "that there was a potential for serious injury to the patient's radial artery and hand." A follow-up report will be filed if more information becomes available.